Event description:
(B)(6) yo f received 25,000 units of heparin in approx. 2 hours. B: pt transferred to csmc from (B)(6) for hloc r/t migrated embolization coils in the right pulmonary artery. Hx of pelvic congestion syndrome s/p coil embolization of left internal iliac ((B)(6)), sciatica secondary to pelvic congestion, asthma and lupus. Pt was discharged to home on (B)(6) 2021. A: heparin infusion started at 1933 at rate of 14.706ml/hr. At 2139, rn noted "air in line" and bag was empty. Pt was stable and required no intervention related to event pump was sequestered and evaluated by clinical engineering. Platen inside door was broken off bottom hinge. FDA safety report ID # (B)(4).